Manufacturer narrative:
During the evaluation of the device, it was found no evidence of foam particles in the assembly. The device unit was functional. However, dust contamination was present. Analysis of past events does not indicate an adverse event has occurred due to the reported allegation or would be likely to occur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Event description:
A remstar auto device was returned in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the service technician observed visible foam particles. Additionally, the service technician also noted contamination. The device was scrapped by the service center after the evaluation was completed.